Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Post the procedure, the drainage catheter connector was allegedly fractured and leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided and reviewed. The first photo show the partial view of a clinician holding the drainage catheter in which the hub was noted to be cracked. The second photo shows the partial view of a clinician holding the drainage catheter connected to an external connector in which the hub was noted to be cracked longitudinally and fluid droplet was noted near the hub. The third photo shows the partial view of a clinician holding the drainage catheter connected to an external connector in which the hub was noted to be cracked longitudinally. Therefore, the investigation is confirmed for the reported drainage catheter connector fracture and fluid leak issues can be confirmed for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, the drainage catheter connector was allegedly fractured and leaked. The procedure was completed using another device. There was no reported patient injury.